Event description:
This event involved a ultra clean suction coagulator during a tonsillectomy where flames came out of the pt's mouth and the "teflon" coating melted and splattered the inside, right cheek of the pt. A small burn was received inside the right cheek and right side of the tongue. The user facility stated there was no oxygen used during the procedure, only room air and sevoflurane (used with the anesthetic). The pt was sent home and is doing fine and had no long last effects from the injury.

Manufacturer narrative:
Conmed electrosurgery is currently investigating this reported adverse event. Additional information, once received, will be forwarded to the FDA in the form of a follow-up medical device report.